Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced continuous, ongoing low blood glucose (bg) levels ranging from 27 mg/dl to in the 40s mg/dl. Bg cause was not known. Customer consumed glucose and (B)(6) (soda) to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a total of 12 low events were detected within the specified date and time range. A low event is defined as a glucose less than 54 mg/dl in a 2-hour period. The results of the investigation for each event are included below. Continuous glucose monitor (cgm) values of 46 to 49 mg/dl were recorded at 10:28:12 pm to 10:33:10 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 46 was enunciated at 10:28:12 pm on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) values of 50 to 51 mg/dl were recorded at 01:13:10 am to 01:18:16 am on (B)(6) 2020. ¿ a cgm alert 1 (cgm low alert) for a reading of 50 was enunciated at 01:13:10 am on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. Blood glucose (bg) of 24 mg/dl was entered into the pump by the user on (B)(6) 2020 at 9:51:33 pm. A user initiated tubing fill of size 13.09 units was observed at 9:47:16 pm on (B)(6) 2020. If the user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. The user made the following bolus request(s) while having insulin on board (iob): time: 6:48:34 pm. Date: (B)(6) 2020. Iob: 1.51. Requesting a bolus with iob may lead to a low glucose event. The user made the following bolus request(s) while having insulin on board (iob): time: 4:14:08 pm. Date: (B)(6) 2020. Iob: 0.66. Requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) values of 44 to 47 mg/dl were recorded at 09:02:42 am to 09:07:47 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 44 was enunciated at 09:02:42 am on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. Blood glucose (bg) of 32 mg/dl was entered into the pump by the user on (B)(6) 2020 at 9:38:32 pm. The cause of the low bg could not be determined based on the review conducted. Blood glucose (bg) of 27 mg/dl was entered into the pump by the user on (B)(6) 2020 at 12:01:19 am. A user initiated tubing fill of size 13.09 units was observed at 9:25:14 pm on (B)(6) 2020. If the user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. The user made the following bolus request(s) while having insulin on board (iob): time: 8:03:24 pm. Date: (B)(6) 2020. Iob: 0.12. Requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) values of 52 to 53 mg/dl were recorded at 11:57:03 am on (B)(6) 2020. The user made the following bolus request(s) without entering current glucose or carbohydrates and while still having insulin on board (iob): time: 09:54:20 am. Date: (B)(6) 2020. Iob: 0.89. Requesting a bolus without entering current bg or carbohydrates and while still having insulin on board (iob) may lead to a low bg event. The user made the following bolus request(s) without entering current glucose or carbohydrates: time: 07:17:57 am. Date: 1/17/2020. Iob: 0.00. Requesting a bolus without entering current glucose or carbohydrates may lead to a low bg event. Continuous glucose monitor (cgm) value of 53 was recorded at 1:07:02 pm on (B)(6) 2020. The user made the following bolus request(s) without entering current glucose or carbohydrates and while still having insulin on board (iob): time: 09:54:20 am. Date: (B)(6) 2020. Iob: 0.89. Requesting a bolus without entering current bg or carbohydrates and while still having insulin on board (iob) may lead to a low bg event. The user made the following bolus request(s) without entering current glucose or carbohydrates: time: 07:17:57 am. Date: (B)(6) 2020. Iob: 0.00. Requesting a bolus without entering current glucose or carbohydrates may lead to a low bg event. Continuous glucose monitor (cgm) values of 52 to 53 mg/dl were recorded at 02:37:00 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 55 was enunciated at 04:11:59 am on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) values of 50 to 53 mg/dl were recorded at 04:16:59 am to 04:36:59 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 55 was enunciated at 04:11:59 am on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) values of 42 to 51 mg/dl were recorded at 7:07:06 pm to 7:21:57 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 49 was enunciated at 7:07:06 pm on (B)(6) 2020. The user made the following bolus request(s) without entering current glucose or carbohydrates and while still having insulin on board (iob): time: 2:52:12 pm. Date: (B)(6) 2020. Iob: 2.76. Requesting a bolus without entering current bg or carbohydrates and while still having insulin on board (iob) may lead to a low bg event. The user made the following bolus request(s) while having insulin on board (iob): time: 5:19:43 pm. Date: (B)(6) 2020. Iob: 1.02. Requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) value of 45 was recorded at 8:27:03 pm on (B)(6) 2020. The user made the following bolus request(s) without entering current glucose or carbohydrates and while still having insulin on board (iob): time: 2:52:12 pm. Date: (B)(6) 2020. Iob: 2.76. Requesting a bolus without entering current bg or carbohydrates and while still having insulin on board (iob) may lead to a low bg event. The user made the following bolus request(s) while having insulin on board (iob): time: 5:19:43 pm. Date: (B)(6) 2020. Iob: 1.02. Requesting a bolus with iob may lead to a low glucose event. There is no evidence that the pump experienced a malfunction or failure.